Manufacturer narrative:
The insulin pump was received with excessive motor error alarms during rewind due to cracked motor flex trace cable. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Customer stated error occurred during bolus. The blood glucose at the time of the incident was 325 mg/dl. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.